Manufacturer narrative:
Evaluation of the returned benchmark confirmed it was fractured. If the benchmark is handled at an angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed an additional kink on the catheter. This damage was incidental to the complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark), a neuron select catheter 5f (5f select), a non-penumbra sheath, and a guidewire. During the procedure, the physician advanced the benchmark and the 5f select to the target location. After placing the benchmark into the target location, the 5f select was removed. While aspirating the benchmark using a 20cc syringe to ensure there is no air, the physician noticed that the benchmark was fractured at the proximal end. Therefore, the benchmark was removed. The procedure was completed using another benchmark, another 5f select, and the same sheath. There was no report of an adverse effect to the patient.